Event description:
It was reported that guidewire detachment occurred. The target lesion was located in the carotid artery. A 190 cm filterwire ez embolic protection system was selected for use. Upon unpacking, it was noted that the guidewire spring tip was detached. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following the procedure was stable.

Event description:
It was reported that guidewire detachment occurred. The target lesion was located in the carotid artery. A 190 cm filterwire ez embolic protection system was selected for use. Upon unpacking, it was noted that the guidewire spring tip was detached. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following the procedure was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. It was observed that the spring tip was detached, moreover it was stretched and unraveled.